Manufacturer narrative:
The device was requested by livanova for a dedicated investigation. The configuration of the unit was not allowed and two error codes were displayed. The unit was disassembled: the connector plug of the photosensor was found to be defective. The part was replaced and the problem solved. However, the error code reported by the user could not be reproduced. Based on previous investigations, the most likely root cause of the reported timeout error can be traced back to the traces of dried fluids detected during the internal visual inspection of the unit.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500 mm. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a s5 erc tubing clamp / 500 mm malfunction during priming. The clamp was removed from service and tested on a centrifugal pump system. An error code was displayed on the control panel. The user tried to push the short circuit breaker button on the back of the device without success. There was no patient involvement.